Event description:
Allegedly revised due pain. A pseudotumor was revealed on MRI; however, metal ions were relatively low.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00287, 00288.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Corrected data: this is the same event as 1043534-2012-00302, 00288. This was previously reported as the same event as 1043534-2012-00287, 00288.